Manufacturer narrative:
Occupation - other; sales representative. Evaluation - the 63-sp-9005 was returned locked in the fully retracted position. Attempts to advance the gold knob using a 63-9035 hex driver were unsuccessful. The gold know was then fixture in a table vise and the handle of the inserter was rotated in a manner that successfully loosened the gold knob. Once the knob was loosened, the 63-sp-9005 functioned as intended. Root cause stems from excessive torque applied in a counter clockwise manner to the gold knob, possibly during disengagement of the inserter from the rod implant. Review of device history records found (B)(4) with no deviation or anomalies. Two-year complaint history review found this to be the only report of this nature for this lot. Further review did not reveal a trend for reports of this nature for this part number. Due to improper use, no corrective action is required.

Event description:
It was reported that on the back table with the scrub tech, following a procedure performed on (B)(6) 2019, the gold knob on the sl rod inserter (63-sp-9005) stuck and could not be loosened utilizing the 3.5mm tapered hex male fixed t handle (psstps). There was no patient involvement or delay to a procedure.